Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a defective stopper \occurred with a 1 ml allergist tray w/ bd safetyglide¿ needle. The following information was provided by the initial reporter, "nurse noted what appears to be melted rubber inside syringe."

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch#: 8129517. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint.

Event description:
It was reported that a defective stopper/occurred with a 1 ml allergist tray w/ bd safetyglide¿ needle. The following information was provided by the initial reporter, "nurse noted what appears to be melted rubber inside syringe."